Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21049375, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein lead was repositioned. The patient was reportedly doing well postoperatively.